Event description:
It was reported that the right ventricular lead was oversensing noise and had numerous short interval counts (sic) in the previous 1.5 months. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4472-45 lead implanted: (B)(6) 2002. (B)(4).